Manufacturer narrative:
The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, no implant/explant dates are applicable. The complaint device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4) additional medical intervention to remove the broken screw. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Manufacturing date: 26th may 2014. Expiry date: 1st may 2024. The lot was sterilized by supplier (B)(4). The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a fracture of distal tibia on (B)(6) 2016, the cortex screw head broke after the unknown plate was affixed temporally. Although the surgeon experienced difficulty inserting of the reported screw into the patient's bone due to the good bone density at the location of the screw, the screw head was still approximately 1.5 cm above the plate, so the surgeon continued the insertion and the screw head broke. After the plate was removed, the surgeon tried to remove the screw using an unknown extraction bolt but the screw was broken inside the extraction bolt. The surgeon shaved the patient's bone around the broken screw with hollow reamer and successfully removed the screw using luer-lock. The surgeon commented that the reported cortex screw might have been incorrectly inserted too near the bone cortex where there was enough resistance to generate the screw breakage. The surgery was extended for 30 minutes due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product development investigation was performed for the (part number 319.006, lot number 6451382). The subject device was returned with the complaint condition stating the screw head is broken off the threaded shaft of the reported cortex screw. The screw head length is 5.7mm and threaded shaft¿s length is 21 mm. The hexagon recess on the screw head is damaged and worn; the remaining threaded portion is deformed. The broken off threaded shaft shows various damages; it is bent and there are various damages on the tread caused from unknown instruments during the removal surgery as per event description. The complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The fracture surface is homogenous what indicates material conformity. The complaint is confirmed. The review of the device history record (DHR) shows that (B)(4) parts were manufactured in july 2013 and there were no issues during the manufacture of the product that would contribute to the complaint condition. The "screw" and "screw insertion/extraction process" related risks design and clinical risk management (dcrm) document, was reviewed and found to adequately address the harm of this complaint. No manufacturing related issue was identified and/or confirmed. The DHR review shows that the device met fully to our specifications at the time of manufacturing and distributing. The root cause was most likely due to excessive force though the method of use and associated accumulated wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot number xxxx. Manufacturing location: (B)(4). Date of manufacture: jul 29, 2013. Expiration date: jul 1, 2023. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. The subject device is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. (B)(4). A device history record review was performed for the subject device lot number 8536219. Manufacturing location: (B)(4). Date of manufacture: jul 29, 2013. Expiration date: jul 1, 2023. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.